Manufacturer narrative:
Investigation summary: three unused secondary sets, model 10013364t lot 20045078, was received by the customer for investigation. The sets were visually inspected and no defects were observed. The sets were checked for any trace of separation and none could be found. Without the original device used in the reported event, the customer's complaint that the chamber had disconnected from the tubing could not be verified. A device history record review for model 10013364t lot number 20045078 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the sets were visually inspected and no defects were observed. The sets were checked for any trace of separation and none could be found. Without the original device used in the reported event, the customer's complaint that the chamber had disconnected from the tubing could not be verified.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation and leakage. The following information was provided by the initial reporter: material no: 10013364t. Batch no: 20045078. A chemo spill occurred. During dual sign off, bag was inspected per protocol, tubing was clamped and kinked per usual, no condensation or leakage was noted. Chemo was placed on the IV pole, I turned to grab an alcohol swab to connect to the secondary tubing and noticed the chamber had disconnected from the tubing and was leaking all over the room, I quickly grabbed the bag and placed it upside down, chemo spill kit was placed, evs and hazmat team contacted.